Event description:
It was reported that during the implant attempt, the lead was not stable in the targeted vein. Upon retracting the guidewire, the lead moved out of place. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead 2008 (B)(6); 506852 implantable pacing lead 2000 (B)(6). (B)(4).